Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification. The device was calibrated to ensure proper occlusion detection. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.